Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent losses of out-of-range issues occurred between the transmitter and pump. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the pump and transmitter regained connection.